Event description:
The pt has two leads with the same lot number (for off-label use). It was reported, the pt is not receiving adequate pain relief. It was also reported, the pt is experiencing new pain in his buttocks and down both legs. Reprogramming to address the pt's new pain areas was unsuccessful. A CT scan was performed and the pt will undergo surgical intervention on a later date.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.